Event description:
It was reported that the ventilator generated technical error codes indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A ventilator was reported alarming with several technical errors related to electronics power failure. Our field service engineer investigated the ventilator on site and replaced a printed circuit board (pcb) related to expiratory channel. The failing pcb was returned for investigation. The failure was confirmed in the received device logs and could be traced back to 04/16/2021. Visual inspection found a physically damaged inductor. The returned pcbs was mounted in a reference ventilator for simulated use testing and the reported failure was reproduced. The damaged inductor was replaced, and further investigation also found a faulty capacitor on the pcb. It was replaced and all tests passed. Electronics failure may lead to stop of ventilation. Several alarms will be generated. The conclusion in this matter is that a faulty capacitor on the expiratory printed circuit board caused the reported problem.

Event description:
Manufacturer's ref #: (B)(4).